Manufacturer narrative:
(B)(4). Unit received with missing retainer ring and reservoir tube lip o-ring. Unit received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test and p-cap/reservoir will not lock properly due to missing retainer.

Event description:
The customer reported via phone call that the reservoir did not lock in place into the insulin pump. The customer¿s blood glucose level was 102 mg/dl at the time of incident. The customer also stated that the retainer ring was cracked. Troubleshooting was performed for damage. Customer was untwisting the reservoir, ring fell off from reservoir compartment. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.